Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a missing component issue was reported with the abbott diabetes care (adc) device. Customer reported "sensor needle" was missing, device could not be used, and readings could not be obtained. No contact information was provided to adc for the customer in question; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission section(s) h1 - type of reportable event was incorrectly documented.